Event description:
A physician reported that the cutter stopped actuating during surgery. Lowering the cut rate did not improve the issue. The surgery type was unknown. The surgery was completed on same day, after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).